Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported distal end rubber adhesive was irregular and perforated during maintenance involving an olympus duodenovideoscope. There was nopatient injury reported.